Manufacturer narrative:
Visual examination of the returned rod holder confirmed the distal tip portion of the instrument had broken off. The cause of brekage cannot be positively determined, however, breakage in this distal tip area can result from excessive force being applied during use. Care must be taken to ensure that the device is not tightened and that the rod is in proper alignment with the screw head during placement. A review of the device history record (DHR) found no discrepancies. At this time, the complaint is considered to be closed.

Event description:
International affiliate reports the rod holder's distal tip broke off during surgery. The procedure was extended by approx forty five minutes in order to locate and retrieve the broken portion. There were no adverse consequences to the pt.